Event description:
On (B)(6) 2010, a home care nurse "pulled out" the amount of drug that was "put in" at the previous refill. The patient heard the pump beeping. On (B)(6) 2011, the patient heard 2 beeps but they were "too light" and "hard to hear." The patient was told, the pump was going to "stop working due to natural depletion." The pump was not going to be replaced; the patient's health would not allow a replacement surgery. Hospice care was being considered. The pump was "at highest setting." The healthcare professional (hcp) clinic was aware the patient's pump was alarming. Per the hcp, the pump stopped infusing in (B)(6) 2010. The pump was refilled despite aspirating all the medication "back out" during the refill. As of (B)(6) 2011, the pump alarm was going off due to the refill date programmed. The plan was to silence the alarm. Per the reporter, the patient did not experience any withdrawal and did not "notice anything." The patient was "very unhealthy" and it was not medically advised for the patient to undergo another surgery. The patient had "numerous" infections in the past; the patient did not follow-up with the hcp. The patient was on palliative care with pain meds and homecare. On (B)(6) 2011, a pump alarm was heard and not confirmed by telemetry. It was reported, the device "stopped working" 3 months ago. The patient experienced "a heart attack." The patient had an "infection or virus" from the pump. The patient experienced withdrawal. The symptoms began when the pump stopped. The pump medication was not reported.

Event description:
It was later reported that the pump caused water to collect underneath the patient¿s skin. The patient stated that the issue began in 2011. The pump was moving in the patient¿s body, flipping, and causing the patient ¿charlie horse pain¿. The patient was also sore in her groin area. The patient noted that the catheter was no longer connected to the pump. The patient stated she was ¿hurting bad¿ and the pump once helped her but now just ¿pisses her off¿. The patient reported that she had fallen in 2002 and began to have more pain issues. The patient also noted that she needed an MRI of her rib cage area not related to the pump as she had torn muscles and she needed more back surgery. The patient stated that the skin over the pump was thicker and she considered cutting the pump out herself. No drug was currently in the pump; however, the patient mentioned morphine and that her doctor at one time told her the dose could be increased but the doctor did not want to replace the pump. The patient was having a hard time finding a healthcare provider to remove the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).